Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right side. The 90% stenosed, 48mm in length, concentric, de novo target lesion containing a bend of >45 and <90 degrees was located in the moderately tortuous and moderately calcified 3.5mm in diameter right coronary artery. Pre-dilatation was performed with a 3.5x20 emerge balloon catheter leaving 75% residual stenosis in the lesion. A 3.50 x 48 synergy drug-eluting stent was advanced for treatment, but failed to cross the lesion. The device was removed; however, the tip of the stent itself was deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.